Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03624. The pt received her scs system, including an ipg and two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the pt is experiencing redness at her lead incision site. A diagnostic test of the lead found all impedances were normal. In addition, the pt advised she is also feeling some pocket heating at the ipg implant site during charging sessions. As the pocket heating is felt after only 15 minutes of charging, the pt was advised to use a material barrier between the charging system and her skin. The scs system remains in use at this time. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.